Event description:
The angiosculpt was advanced into the proximal rca and would not advance further. During an attempt to retract the angiosculpt, a distal shaft separation occurred. Multiple attempts were made to retrieve the detached balloon component from the coronary artery unsuccessfully. After passing another guide wire alongside the retained angiosculpt component, multiple xience stents were deployed into the proximal and mid rca to compress the retained angiosculpt component against the arterial wall. Following completion of the procedure, satisfactory blood flow and arterial lumen were achieved. The pt was discharged two days after the procedure.

Manufacturer narrative:
Eval summary - visual examination of the returned device found that the therapeutic distal end of the catheter was separated from the proximal shaft near the guide wire exit port. Conclusion - root cause has been identified and corrective action has been initiated.